Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor errors and sticky buttons. Customer¿s blood glucose was unknown. Customer stated that insulin pump takes longer to rewind. Insulin pump will not be returned for analysis.